Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, ¿relax pressure on blade¿ was displayed during use. The device was cleaned and tested, but ¿replace instrument¿ was displayed again. Then the blade tip was broken off out of the patient while the device was being checked by a scrub nurse. No broken pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r94073. Investigation summary the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.